Event description:
Boston scientific received information that there was suspected ventricular undersensing and loss of capture. Episodes were reviewed and it appeared that the sensor pacing was competing with the arrhythmia. Therefore, it was difficult to tell if there was undersensing or capture. It was discussed that there could be undersensing due to the blanking period after the pace and that pacing may not to capture if pacing after the intrinsic beat. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.